Manufacturer narrative:
Review of the provided files highlight show that several tests were performed at the moment of the event. Review of the attached pics confirmed that egm markers were not visible, however, it is not possible to determine on the files which test was concerned. The corresponding dtr files show that markers were indeed received by the programmer, so the issue is not with the implant. The most probable hypothesis is that the event is caused by a poor timing management of rtd by the web interface after a pause in ble communication. The root-cause could not be clearly established. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2025, during ICD implant, after a bluetooth deconnexion and reconnexion egm markers disappeared. They disappeared on real time egm + pacing thresholds + sensing thresholds. Reinterrogation solved the problem.